Manufacturer narrative:
The reported event was inconclusive since no physical sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the attached photo sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the photo sample noted the tip of the catheter had blood present, and the catheter balloon was inflated upon receipt of the photo. The catheter balloon was observed to be 100:0. Based on the photo sample attached, it was unknown if urine leakage occurred because the device could not be tested. A potential root cause for this failure could be imperfection in balloon due to process. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. No physical sample was returned.

Event description:
It was reported that four different foley catheter were inflated causing the catheters to leak. Also causing trauma to patient urethra and had bloody urine which was resolved now with no further issues. The four foley catheter kit package was thrown away after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that four different foley catheter were inflated causing the catheters to leak. Also causing trauma to patient urethra and had bloody urine which was resolved now with no further issues. The four foley catheter kit package was thrown away after insertion.